Manufacturer narrative:
Additional narrative information: lot number#: unknown/not provided. Expiration date: unknown as product lot number was not provided. A complete UDI # is unknown as product lot number was not provided. Device manufacture date: unknown, as the lot number of the device was not provided. At the time of the investigation, product was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. The lot is unknown, the complaint history data for individual system could not be performed. Since lot number is unknown a manufacturer record review related to the device including device history record could not be performed. A review of the device history record (DHR) could not be reviewed since the lot number was unknown. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the creation of the second flap on the patient, suction broke during the raster pattern. Surgeon reapplied suction and tried again but the suction broke prior to the laser firing. This happened one more time before the surgeon decided to abort the procedure. Flap was successful on the right eye, but it was not lifted or treated with excimer. Reportedly there was no manual flap creation. Patient will return to complete the procedure. At his last visit his vision was 20/80 both eyes with correction, he pinholes to 20/50 both eyes. A manifest refraction was not performed at that visit. Following information was received for this patient bcva (best corrected visual acuity) pre 20/20 od (oculus dexter) and 20/20 os (oculus sinister). Bcva post 20/30 od and 20/25 os. No further information provided.